Event description:
Follow up information indicated the patient has restored and effective stimulation.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with the clinician programmer. The patient had neck surgery with the surgery mode turned on. A company representative met with the patient for trouble shooting and attempted multiple times to connect to the ipg. At the doctor's decision surgical intervention was taken to replace the ipg.